Event description:
While attempting to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery, the sheath was prematurely retracted. Subsequently, the stent became "stuck in the calcium" in the vessel and also on the guidewire. In response, a mongoose balloon was utilized in an attempt to deploy the stent; however, this attempt was unsuccessful because the balloon became entrapped inside the stent at an inflation pressure of 3 atmospheres. Subsequently, the circumflex artery shut down and the pt was sent for emergency coronary artery bypass graft surgery. There were no pt complications reported relative to this event.